Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed thatva lockscr ã¸2.7 head 2.4 self-tap l20 ta was broken at the thread shaft, the fracture surface was thoroughly examined on the screw and no problems with the material were noted. The observed condition is consistent with a torsional failure which is likely due to the application of significant torque during the implantation process. The fragment was not received for evaluation. A dimensional inspection for the va lockscr ã¸2.7 head 2.4 self-tap l20 ta was not performed due to post manufacturing damage. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the va lockscr ã¸2.7 head 2.4 self-tap l20 ta would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. Based on the investigation findings, the potential cause is traced to the application of significant torque during implantation. There is no indication that a design or manufacturing issue has caused the reported complaint condition and it has been determined that no corrective and/or preventative action is proposed. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a device history the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the patient underwent orif surgery for clavicle fracture with the products in question. The plate in question was used in bridging fixation of multiple fragments of diaphyseal fractures. In order to increase the fixation force, 5 screws were used for each of the central and peripheral sides (1 cortical screw and 4 locking screws on the central side). The intermediate fragment was additionally secured by wrapping a suture around it. After discharge from the hospital, the patient was taking a walk when he heard a strange noise coming from the treated area, and when he went to see the doctor, it was discovered that the screw was broken. The surgeon determined that the fracture had fused at the time of the removal operation, and the procedure was terminated with removal without re-fixation. All available information has been disclosed for reporting. Additional information was received and stated that there are no surgical delay during intra-op.